Event description:
It was reported that the pump battery was noted to be depleting quickly and had shut off, without any activity. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.